Manufacturer narrative:
The subject device was returned and an evaluation was performed. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device, though noted to have been located by the user. Components of the device were noted to be damaged, the guide wire and back up tabs were both significantly bent. The damaged condition would cause the device to perform in a suboptimal manner. The tabs that hold the barrel insert in the cannula had been properly crimped, however, it appears that the combination of the damaged components and the forces applied to the device in use resulted in the barrel insert being dislodged. A review of the manufacturing records found no anomalies. Based on the available information, the reported problem experienced by the user and the detachment of the barrel insert were due to the damaged components. As reported the surgeon attempted to fixate into bone. The instructions-for-use (IFU) supplied with the device states, that it is not possible to fixate directly into bone or cartilage as this may damage the device. The IFU also states that "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." This file represents the optifix fixation device used in the case. An additional MDR has been submitted to represent the bard sepramesh ip used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during an inguinal case, the optifix got stuck in the sepramesh ip while trying to fixate into the bone and the sepramesh ip tore. While removing the optifix, it got stuck in the trocar. The barrel insert had detached and was found on the table when they removed it from the trocar.